Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient regarding an implantable neurostimulator (ins). The reason for call was patient mentioned that they will have a surgery for the removal of their implant next week. Patient mentioned that they believe that the surgeon was not able to put the implant correctly. Patient mentioned that the top of the implant is "curving" over. Patient also mentioned that the stimulation would change whenever they would move their arms. Agent reviewed MRI eligibility for abandoned component. Agent redirected patient to hcp, and hcp to call our technical services if they have further questions.